Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per the physician stent got struck and did not came out. The case was completed by using compititor stent.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 06-dec-2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. This file was opened in response to a report from aiims patna, stating ¿stent got stuck and did not come out¿. Device evaluation: the device evaluation could not be completed as the zfv6-125-10-10.0 device of lot number c1944105 or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for lot number c1944105 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: there is no evidence to suggest the customer did not follow the instructions for use. The device ifu0058 states ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be established. Multiple requests for additional information were made, but no additional information was provided. Because of this, only possible root causes can be attributed. A possible root cause could be attributed to difficult patient anatomy. If the patient anatomy was difficult, severely calcified, or tortuous, or if the delivery system was tracked around a tight angle, this could have caused compression or exerted pressure on the delivery system and prevented deployment of the stent, as described in the event description. It is possible that the red safety tab may not have been removed before attempting deployment. Failure to remove the red safety tab before deployment would have prevented the handle from being pulled towards the hub and prevented stent deployment. It is also possible that an incorrect size wire guide size may have used. The device requires a 0.035-inch wireguide. If a smaller than recommended wireguide was used, this would have provided insufficient support to the device, possibly causing a kink on the inner catheter, and preventing the stent from deploying. As the device was not returned for evaluation, only possible root causes for the inability to deploy the stent can be determined. If further information becomes available, the file can be reopened for further investigation and updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was opened in response to a report from aiims patna, stating ¿stent got stuck and did not come out¿. Confirmed quantity of 01 device used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using a competitor's device. A possible root cause of difficult patient anatomy was determined. As information is limited in this file, only possible root causes can be attributed.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 06-dec-2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.